Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the this right ventricular (rv) lead cause the patient to experience muscle stimulation. The lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report is being filed to correct filed: outcomes attributed to adverse event.

Event description:
It was reported that the this right ventricular (rv) lead cause the patient to experience muscle stimulation. The lead was explanted. There were no additional adverse patient effects reported.